Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two in.pact av access were used to treat a lesion located in the cephalic arch of the left arm. Approximately 21 months post index procedure, patient suffered from stenosis of the cephalic arch. Event was treated with non-medtronic pta in the target lesion (cephalic arch) and medication. Sponsor and investigator assessed that the event was related to index procedure, index device or therapy. Patient recovered.